Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leakage at the connection of the patient adapter of a transfer set and the titanium adapter. This occurred during use for peritoneal dialysis therapy. The nurse reported that this occurred because the ¿adapter was loose idled¿. There was no allegation against the titanium adapter and the titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.